Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, h12. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: tibial nail advanced (part#: 04.043.325s, lot#: 122p006, qty 1).

Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, when putting the opening drill bit through the suprapatellar sleeve it got caught and the surgeon had to advance the drill bit. The unknown drill bit was difficult to advance through the suprapatellar sleeve and the unknown sleeve was broken. There was no patient consequence. There was an unknown amount of surgical delay. The procedure was successfully completed. There is no further information available. Concomitant device reported: unk, reamers: (part#unknown; lot# unknown; quality:1), unk, nails: tibial (part#unknown; lot# unknown; quality:1). This report is for (1) unk - guides/sleeves/aiming: sleeve. This is report 1 of 2 for (B)(4).